Manufacturer narrative:
On (B)(6)2020 , the product investigation was completed. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring an unknown intervention. Ablation was performed with 35w, 25ml/min flow. No relevant impedance changes during ablation were observed (average impedance 130 ohm). No relevant temperature increase during ablation were observed (average temperature 33 degrees). The ablation was performed in the area of the ridge between left superior pulmonary vein (lspv) and appendage towards carina. There was no information about the intervention provided, the physician¿s causality opinion nor extended hospitalization. Device evaluation details: the device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000717315.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot# 30331392m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring an unknown intervention. Ablation was performed with 35w, 25ml/min flow. No relevant impedance changes during ablation were observed (average impedance 130 ohm). No relevant temperature increase during ablation were observed (average temperature 33 degrees). The ablation was performed in the area of the ridge between left superior pulmonary vein (lspv) and appendage towards carina. There was no information about the intervention provided, the physician¿s causality opinion nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.